Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n070143, implanted: (B)(6) 2006, product type: accessory. Product ID 8709, lot# l69147, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with baclofen intrathecal via a company representative (type, concentration, dose, and lot # not provided of the baclofen). The patient's indication for pump use was intractable spasticity. A change in therapy was reported; specifically, the patient had been hospitalized on (B)(6) 2015 for hip pain. Additionally, on (B)(6) 2015, the patient experienced delirium and hallucinations. No interventions or troubleshooting had been performed, and it was thought that the pump was possibly empty. The hcp (healthcare provider) was unfamiliar with baclofen pumps and had not spoken with the patient's pump managing physician or had not gotten a good history of the patient's itb (intrathecal baclofen) therapy. It was unknown if the pump was alarming. The cause of the event, interventions or outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.